Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of thumb ring break imdrf device code a23 captures the reportable event of basket failure to crush stone. Block h11: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of thumb ring break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. There is not enough evidence to determine whether the thumb ring break and basket failure to crush stone were due to the physician's device manipulation during the procedure or related to a device malfunction.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, an alliance handle was used with the trapezoid rx to attempt to crush a biliary stone. However, the thumb ring of the trapezoid rx broke and stone was unable to be crush. The procedure was completed with another same device. There were no patient complications as a result of this event.